Manufacturer narrative:
Device analysis by MFR: the angiojet drawer assembly was received in good condition with no physical damages observed. The ultra system console and catheter were not returned for analysis. The drawer was installed into ultra system test fixtures and testing was performed. The user interface controller showed an error of roller pump stalled during the time of testing. The drawer was checked for any possible material binding during the movement and then power was reset but the issue persisted. The complaint was confirmed for abnormal speed.

Event description:
It was reported that the pump speed was abnormal. An angiojet ultra system console was selected for a thrombectomy procedure. During preparation outside the patient, the speed of the pump was abnormal when the catheter was inserted into the console for priming. There was occasional lack of aspiration during infusion. Priming was not completed and the procedure was completed with another angiojet ultra system console. There were no patient complications and the patient was stable.

Event description:
It was reported that the pump speed was abnormal. An angiojet ultra system console was selected for a thrombectomy procedure. During preparation outside the patient, the speed of the pump was abnormal when the catheter was inserted into the console for priming. There was occasional lack of aspiration during infusion. Priming was not completed and the procedure was completed with another angiojet ultra system console. There were no patient complications and the patient was stable.